Event description:
While performing on site service for the device, it was identified by an authorized field service engineer that the battery pca for the unit was faulty. There was no patient involvement.